Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped suddenly and the pump shutdown in the morning. Customer stated the pump battery was 35% prior to going to bed the night before. Customer reported blood glucose (bg) level was in the 400s (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.